Event description:
The user facility reported via medwatch report 1001510000-2023-8028 that during a patient procedure, the pill camera was deployed utilizing a advance capsule endoscope delivery device and the handle malfunctioned and fell off. Another device was utilized, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
Steris contacted the user facility and will be receiving the device subject of the reported event back for evaluation. The device history record was reviewed and no issues were noted. A complaint review was conducted and confirmed this to be the only complaint for the subject lot. Steris offered in-service training on the proper use and operation of the device subject of the reported event and is awaiting a response. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris issued an RMA (return merchandise authorization) to the user facility so the subject device could be returned and evaluated however, the subject device was not returned. Steris made multiple attempts to contact the user facility to have the subject device returned however, the user facility has not responded. Without the return or inspection of the device a root cause cannot be determined. Steris further made multiple attempts to schedule in-service training however, the user facility declined. No additional issues have been reported.